Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
(B)(6) 2015 - nurse states that the physicians are placing the 2.7 french broviac catheter in the saphenous vein of babies. The nurse alleged that on three occasions and possibly more, the broviac 2.7 catheters have developed a break in the catheter at different times. She does not have the lot numbers for the broviac catheters. The nurse reported that the catheters have been discarded and are not available.